Event description:
While treating a pt with the model 3100a, hospital staff noticed that the elbow fitting for sensing pressure at the pt end of the pt circuit was beginning to separate from the pt wye. The pt circuit was replaced, treatment was continued, and the pt was not compromised.